Manufacturer narrative:
(B)(4). The results are inconclusive as the device was not returned for evaluation. Based on the event description, the grounding pad was placed over hair and did not achieve adequate skin contact. The product IFU contains a warning statement ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿. A review of receiving inspection results for this lot number was unable to be reviewed since the batch number is unknown. The cause of the reported event is consistent with improper preparation and placement of the grounding pad.

Event description:
During a unilateral l3-s1 rf procedure, a patient burn occurred. A neurotherm grounding pad was placed on the patient's right upper thigh, which was quite hairy. When the procedure was completed, the grounding pad was removed and three second degree burns were noted. It is thought the pad did not adhere due to the hair that was present and the burns were located at the sites where the pad did adhere to the skin. The patient was treated for the burn and a MRI was performed, which was negative. There were no alleged performance issues with any sjm device.